Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer is overfilling cartridges during loading sequence. Customer continued to use existing cartridge to resolve the issue. Customer¿s blood glucose level was 112 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.